Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported displacement of intraocular lens (iol) after surgery. The lens was explanted in a secondary procedure and replaced with another lens. Additional information received stated that patient's left eye was involved and patient's issue have been resolved.

Manufacturer narrative:
The account indicated the use of qualified associated products. Information was provided that, in the surgeon's opinion, the product did not cause the event. In the surgeon's opinion, the event was caused by a refractive error due to the patient's history of lasik surgery. Based on the information provided, the event does not appear to be related to the product. Additional information was provided that the company, 21.5 diopter (add power +2.2/+3.2) lens was replaced with a company, 21.0 diopter (add power +2.2/+3.2) lens. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).